Event description:
The customer reported an over infusion of heparin. The 25,000 units of heparin in 250ml was programmed to infuse at 15 units/hg/hr and started at 08:44. At 09:10 the heparin bag was empty. The pump recorded 3.22 ml was infused. Pm testing was performed by the facility biomed and the pump passed all testing. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. The customer provided photographs indicating that the tubing was misloaded, the spring disc on the platen was missing and the pivot latch screw was backed out, causing them to surmise that the user may have had difficulty closing the door and may have damaged the device while trying to do so. A follow up report will be submitted with investigation results should the devices be received for evaluation.